Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 4 months after two dental implants were installed in intraoral regions #20 and #29, their non - osseointegration was observed. The implants were installed without immediately load and the patient presented bone type I.